Event description:
Per the audiologist's report, the pt contracted a staph infection, which persisted for six mos. During surgery in 2007, the device was explanted; the site was cleaned, and will be allowed to heal for 3 mos. Reimplantation is planned, when the site heals. However, a date has not been reported to cochlear.

Manufacturer narrative:
This is a final report.